Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys estradiol iii (estradiol iii) on a cobas e 801 module. The initial result was < 5 pg/ml with a data flag. This result was reported outside of the laboratory where the doctor did not believe the result and requested repeat testing. On (B)(6) 2019 the sample was repeated with a result of 164 pg/ml. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number and expiration date were not provided.

Manufacturer narrative:
The estradiol iii reagent lot number was 31982000 with an expiration date of 31-mar-2019. Calibration and qc were acceptable. The sample was spun for 10 minutes at 4000 rpm. Based on the type of sample tube the customer is using, the sample should be spun fo 10 minutes between 1300 - 2000 g. Abnormal aspiration errors were observed on the alarm trace data. The field service engineer (fse) visited the customer site and performed standard instrument maintenance. A focused check of the sample was made, the reagent needle was adjusted and liquid level detection settings were checked. The customer has had no further issues since the service visit. Neither a general instrument or reagent issue were identified. The investigation did not identify a product problem. The cause of the event could not be determined.